Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise which caused inappropriate mode switch episodes and the right ventricular (rv) lead was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.